Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407652 lead, implanted (B)(6) 2010; 407658 lead, implanted (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range (oor) defibrillation impedances of the rv coil along with impedance spikes. It was further reported that the superior vena cava (svc) coil of the rv lead exhibited high oor defibrillation impedances. A chest x-ray confirmed that the rv coil pin was not fully seated in the header. During a revision procedure the header was inspected and the pin appeared to be fully seated, and a tug test was completed during which none of the leads were noted to be loose. The rv lead was disconnected and tested with an analyzer which showed no evidence of noise and impedance and threshold measurements were stable. The rv lead was reconnected and the subsequent impedance values were noted to be lower and stable. The pocket was closed. Two days later an alert was triggered for oor high svc impedance, varying svc impedance was also noted, and non physiologic noise was observed on electrograms (egm). Fracture of the svc coil was suspected. The svc coil was programmed off and the clinician will continue to monitor the rv coil. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.